Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70, serial: (B)(4) description: linear 3-4 lead, 70cm model: sc-2366-70 serial: (B)(4) description: linear 3-6 lead, 70cm model: sc-3138-35 serial: (B)(4) description: scs phiii ext 35cm.

Event description:
A report was received that the patient had seizures and fall risk. It was also reported that the leads were coming out of the skin and in the neck. It was noted that the ipg was dislodged under patient's armpit which was very sensitive to touch. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had seizures and fall risk. It was also reported that the leads were coming out of the skin and in the neck. It was noted that the ipg was dislodged under patient's armpit which was very sensitive to touch. The patient will undergo a revision procedure.